Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor screen was blank and that he was receiving check belt messages. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problems (blank screen and check belt message) has been confirmed. Upon eval, the monitor screen was unresponsive. The cause was thermal damage to the ca board including component q701. The cause of the thermally damaged component was likely related to broken solder connections on high voltage capacitor c19. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the damaged monitor. The pt received a replacement monitor.